Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -6.50/2.50/161 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Excessive vault is observed.

Manufacturer narrative:
B5: initial MDR is not reportable. Claim# (B)(4).